Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision of poly exchange due to instability, pain, and grinding. The surgeon reported the patient had significant translation anterior and posterior and had some circumferential cyclopes-type lesion probably causing the grinding. He indicated the femoral and tibial components were checked and stable. The patient was implanted with depuy polyethylene insert and there were no complications reported to the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2017 (lt knee).